Event description:
It was reported that this left ventricular (lv) lead showed intervals of questionable lv capture. The thresholds have increased. This had not been noted in previous electrogram from (B)(6) 2022. The lv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).